Manufacturer narrative:
The incident information was reviewed; however, the product was not returned to for analysis. A review of the electronic lot history record, corrective action tracking system for the web database review, and similar incident query was not performed because the part/lot numbers were not reported. The reported patient effect of hyper-sensitivity is listed in the xience sierra / pros everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.d6a - estimated implant date updated from 6/20/2023 to 6/13/2023. H6: code 4604 was removed and code 4614 was added.

Event description:
Subsequently, after the initial was filed it was noted that the xience pros stent was implanted a week prior to the patient experiencing an allergic reaction in the near back / buttocks. There was no clinically significant delay in the procedure and no adverse patient effects during the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3, b6, d6: dates estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported that an unspecified xience pros stent was implanted; however, patient suffered an allergic reaction. A clinically significant delay was reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of hyper-sensitivity is listed in the xience sierra / pros everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional xience pros device referenced in b5 is filed under a separate medwatch report numbers.b3: date updated. B5 - describe event or problem: updated. D4 - catalog # updated from unk xience pros to 1508350-18. D4 - lot # updated from unknown to 2080841. D4 - UDI # updated from ni to (B)(4). D6: date updated. G3 - date received by mfg: updated. H10 - additional mfg narrative: updated.

Event description:
Subsequently, after the final was filed it was noted that on (B)(6) 2022, a 3.5x18mm and 3.5x28mm xience pros stent were implanted. The patient takes homeopathic remedies for treatment. No additional information was provided.